Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that one bd syringe luer-lok¿ tip bulk sterile convenience pak was missing the lot number and date of expiration on the label, while another tray had an oral syringe found in it, as well as having no lot number indicated on the label.

Manufacturer narrative:
Investigation summary: a lot number could not be connected to the device identified in the complaint, so bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode.

Event description:
It was reported that one bd syringe luer-lok¿ tip bulk sterile convenience pak was missing the lot number and date of expiration on the label, while another tray had an oral syringe found in it, as well as having no lot number indicated on the label.